Event description:
The pt was implanted with a synchromed pump and catheter on 4/23/99 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. On 8/6/99, the pt underwent a refill procedure with 18 cc of morphine 25 mg/ml. 1 cc of morphine 10 mg/ml was removed prior to the refill procedure. A bolus of 0.196 was programmed over 10 mins, followed by a 6.5 mg bolus over 22 hrs 30 mins. On 8/7/99, the pt was unresponsive and hypotensive. She was hospitalized and programming showed she had 17.7 cc remaining in the pump. The clinician removed 2 cc from the pump reservoir and stopped the pump. The pump and catheter were explanted on 8/9/99. The pt recovered and has not been reimplanted with another pump.